Manufacturer narrative:
The user facility reported that the processor alarmed for a "fill time>5 minutes". A steris service technician inspected the processor and found the unit to be operating properly. No issues were noted. User facility personnel and the steris service technician believe the alarm and water leak occurred due to improper loading of an instrument within the system 1e processor. As the service technician confirmed the processor to be operating properly, steris can not confirm the cause of the reported event. The instrument present during the time of the reported event was reprocessed before use. The technician ran several test cycles and confirmed the processor to be operating to specification; the system 1e was returned to service.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury.